Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. Analysis identified high battery resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received baclofen 3000 mcg/ml at a dose of 682 mcg/day via an implantable pump. The specific type of baclofen could not be obtained. Another medication taken at the time of the event was listed as baclofen. The implant date was not known. The patient had a medical history of cerebral palsy (cp) with spasticity. It was reported that during normal use, the patient came in after the alarm in the night of (B)(6) 2016. The nurse saw the event on the display of the physician programmer as there was a critical alarm for a motor stall. The nurse tried to update the pump and there was still the motor stall. The nurse contacted a physician and oral treatment was started. The patient was reported as ¿fine¿ and was stable with no increased spasticity. The patient became an inpatient and was monitored the last two days. They were waiting 48 hours to see if the pump would start up again before a decision was would be made to revise it. There was no information pertaining to any external, environmental, or patient factors that might have led or contributed to the event. It was unknown if the issue was resolved at the time of the report. The patient's status was reported as alive-no injury. Initially the pump remained implanted and in-service and it was unknown if surgical intervention was planned. Additional information was received on 2016-oct-14 which indicated the pump had been explanted and was expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.